Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) eroded into the bladder. The device was explanted. The patient is expected to fully recover. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.